Manufacturer narrative:
H3/h6: one pump was returned for analysis in used condition. Visual inspection showed the bottom case was cracked and the keypad was scratched. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log found a system failure: primary audible alarm (paa) power on self-test (post). Functional testing could not duplicate any paa error. The investigation was not able to determine the cause of the reported issue. The pump passed all functional testing. Preventative maintenance was performed.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an audible alarm. The event occurred during testing, and date of event was unknown. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.